Event description:
It was reported that a pump alarmed for a system error 105. The customer has stated that the alarm was reproduced during testing at the customer's facility. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb has been replaced.